Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: peeling of the probe coating and peeling of the coating on the grasping section. Based on the results of the investigation, the root cause of the reportable event couldn¿t be exclusively identified/determined. It is most likely that the reported phenomenon occurred via the following mechanism: 1. During output activation in seal & cut mode, the probe came into contact with metal, a surgical instrument, or hard tissue. 2. It is possible that the coating on the grasping section peeled off as a result of using a hard object to remove burnt residue or similar contamination. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that peeling of the probe coating and peeling of the coating on the grasping section. There were no reports of patient involvement.